Event description:
During an initial implant procedure, the atrial leadless pacemaker (lp) was unable to be released from the delivery catheter. When attempting to redock the lp, it had dislodged from the tissue. The lp was then explanted and replaced to resolve the event. The patient is stable.